Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the battery failed the self-test. There was no patient involvement at the time the issue was discovered. The product malfunction was unable to be confirmed because the customer refused service. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is required at this time. The customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.